Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl and bupivacaine via an implantable pump for spinal pain indications. It was reported by the hcp that the patient was hospitalized unresponsive and they are trying to rule out the diagnosis and want the pump stopped or the dose decreased. The hcp stated the managing physician was not on staff at their facility and would like a medtronic (mdt) representative (rep) paged to assist with interrogation and programming. The hcp redirected to mdt national answering service. Another hcp called and he had been asked to program the pump to min rate mode.